Manufacturer narrative:
Evaluation summary: the analysis of the lead did not reveal any device condition that would have contributed to the reported capture anomaly. Functional testing revealed normal lead characteristics. The electrical characteristics of the lead were found to be normal.

Event description:
It was reported to st. Jude medical that the lead was explanted due to a capture anomaly.